Event description:
The user facility reported that their warming cabinet was alarming and sparks were emitting from the back. The user facility unplugged the unit; no injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
The customer has declined steris' offer for in-service.

Manufacturer narrative:
A steris technician inspected the warming cabinet and found the fan motor in the upper compartment had shorted. The technician reported that there was no evidence of flame/smoke on the cabinet or its components. He replaced the fan motor, confirmed the unit was operating to specification and returned the unit to service. No further issues have been reported with this equipment. The technician reported that he believed the cause of the event to be over-packing of blankets in the top portion of the warming cabinet which caused the motor to overheat and short. The equipment operator manual states (pp. 3-1): "loaded contents must be placed in compartment to allow for adequate air circulation." The manual also states (pp. 3-4): "never overload the cabinet(s) or stack items beyond recommended limits." Steris will off in-service on proper use/operation of the warming cabinet.